Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening crack, a creases fold, a wear abrasion and a delamination valve. Leak test and microscopic analysis was performed which identified an opening crack and a delamination total of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure)

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for removal: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.